Event description:
It was reported that this pacemaker device reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that the system architecture of the device includes redundant hardware, known as safety core, which ensures basic pacing therapy remains available if non-recoverable or repeated fault conditions occur that indicate a loss of integrity from the central processing unit (cpu). Ts explained that safety mode is not recoverable, emergent device replacement is recommended and the timing for device replacement is at the discretion of the physician. The patient was noted to be pace therapy dependent. Ts explained that the device operates in a unipolar sensing configuration when in safety mode and therefore may be subject to myopotential oversensing. The hcp indicated that the patient has a urinary tract infection, and the physician wants the infection to clear up before performing a device replacement procedure. The device remains in-service at this time. No adverse patient effects were reported.